Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr, qc 2: 2.3 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided that would point to a cause for the result discrepancy.

Event description:
The customer complained of a questionable inr result for 1 patient from a coaguchek xs pro meter serial number (B)(4) compared to the stago laboratory method. At 4 pm the result from the meter was 3.6 inr. At 4:30 pm the result from the laboratory was 2.6 inr. The patient's therapeutic range is 2 - 3 inr. The patient's warfarin dosage was not adjusted based on the meter result. The physician believed the laboratory result to be correct. There was no allegation of an adverse event. The patient does not have hematocrit concerns, does not have antiphospholipid antibodies, is not on heparin therapy, is not on direct thrombin inhibitors, has had no changes in diet, is not on any new medication, has had no recent illnesses, has had no signs or symptoms of bleeding or bruising. The customer's meter and test strip were requested for return. Relevant retention test strips (lot 353500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.